Manufacturer narrative:
There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction.

Event description:
Consumer alleges sitting on her heating pad while on the couch then jumped up because it was too hot. Consumer alleges she had to extinguish her couch and it caused property damage. There was not a report of personal injury with this incident.

Manufacturer narrative:
There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer alleges sitting on her heating pad while on the couch then jumped up because it was too hot. Consumer alleges she had to extinguish her couch and it caused property damage. There was not a report of personal injury with this incident.